Event description:
It was reported that the patient presented with inappropriate shock. Programming interventions were made to the implantable cardioverter defibrillator. There were no further patient consequences reported.